Manufacturer narrative:
The report of the autopulse platform (sn (B)(4)) displaying a system error, out of service, revert to manual CPR message was confirmed during functional testing and archive data review; the root cause was due to a defective processor board. Evaluation of the platform during initial power up, revealed a system error, out of service, revert to manual CPR message on the user control panel. It was indicated that the processor board was defective. The archive data was reviewed and contained a system error 136 (internal parameter corrupted). The autopulse platform is a reusable device and was manufactured on 13 apr 2005. It has exceeded its expected service life of 5 years. The platform is 13 years old and has not seen regular preventive maintenance. As part of routine service during testing, the platform was further examined and found damaged encoder cover. This physical damage found during visual inspection is a characteristic of normal wear and tear for the age of the device. This observation is not related to the reported event. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with serial (B)(4).

Event description:
During shift check, the autopulse platform (sn (B)(4)) displayed a "system error, out of service, revert to manual CPR" message upon power up. No patient involvement.